Event description:
The customer reported having a kidney transplant the day before and they took the battery out of her insulin pump. The caller requested assistance with the settings in her device. Days later, the customer called back to report being in the emergency room with diabetes ketoacidosis. The blood glucose reading was 507mg/dl, and she was treated with an insulin drip. The customer was taken cortisone, which is causing her glucose level to increase. The caller stated that she gave the insulin pump to the diabetes educator and did not realize that the entire site was removed from her body; she did not receive insulin for twenty four hours. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.